Manufacturer narrative:
Discarded by customer.

Event description:
It was reported that the distal tip of the needle broke off inside the patient during a kyphoplasty procedure. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the distal tip of the needle broke off inside the patient during a kyphoplasty procedure. No medical intervention and no adverse consequences were reported with this event.